Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 2nd june 2010 and performed to specification up to the 12th february 2012. During this time the device recorded a temperature on one occasion below the recommended operating temperature range for this device (0-50 degrees celsius) with a low of -0.9 degrees celsius. On 19th february 2012 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 27th february 2012 when an increase in voltage was observed with the device then passing a self-test during a manual power cycle. The device then passed all self-tests up to the 20th january 2013. On the 25th january 2013 the device failed the self-test during a manual power cycle due to a low battery. During the self-test the device recorded a temperature of -5.6 degrees celsius. Later on the 25th january 2013 an increase in voltage suggests a further pad-pak was installed and the device passed a self-test during a manual power cycle. During this self-test the device recorded a temperature of -3.5 degrees celsius. The device then passed all self-tests up to the 26th april 2015. On the 29th april 2015 the device recorded a power up lasting 10 minutes duration. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 22nd december 2015 and the last log entry on the 29th december 2015. During this time the pad-pak became depleted. Also during this time the device history log became full, unlike the user accessible memory this information log cannot be erased by the user. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the self-test fails were likely due to either the pad-pak may have been removed and then not properly seated within the device during the self-test or the pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.